Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that 2 sets were defective and leaking at the filter. No patient injury was reported. No patient information is requested as this information is confidential in canada.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No problems or issues were identified during this device history record review. Update: h6, h10, corrected data: h3.